Event description:
A malfunction was reported on the customer's pump, and no notable events preceded the malfunction. There was no adverse impact on the customer's blood glucose level. Customer intended to continue using the current pump but would rely on an alternate method if necessary. Technical support assisted in resetting the pump.